Event description:
On (B)(6) 2012, pt reported she was hospitalized for hyperglycemia. Her blood glucose elevated to about 700 mg/dl, and her normal blood glucose is 80-120 mg/dl. She was admitted to the hospital and released after a "few days." She was taken off the infusion device and treated with an insulin IV. She was told she had an infection and this caused hyperglycemia. She has not restarted the infusion device and is on injection therapy. No allegations were made against the infusion device or related products, and no issues were found during troubleshooting. No product will be returned for eval.